Manufacturer narrative:
Philips service corrected the date/time, reloaded tsm software, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tsm modules failed to boot after cmos battery replacement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.